Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('severe abdominal pain') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (extremely painful sexual intercourse)"), pollakiuria ("pollakiuria"), endometriosis ("bilateral endometriomas"), allergy to metals ("allergy to nickel sulfate"), headache ("headaches"), pelvic pain ("pelvic pain"), arthralgia ("joint pain") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced renal colic ("renal colic"), urinary tract infection ("recurring urinary tract infections"), abdominal pain lower ("pain in hypogastrium") and back pain ("low back pain"). The patient was treated with dexketoprofen, paracetamol and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, dyspareunia, pollakiuria, endometriosis, allergy to metals, headache, renal colic, urinary tract infection, abdominal pain lower, pelvic pain, arthralgia, vulvovaginal pain and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, back pain, dyspareunia, endometriosis, headache, pelvic pain, pollakiuria, renal colic, urinary tract infection and vulvovaginal pain to be related to essure. The reporter commented: the abdominal pain started during the weeks immediately following essure insertion. Chronic pain was not relieved by taking analgesics for almost 9 years. The strong abdominal pains radiated to the hypogastrium and iliac fossa. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in march 2019: allergic to nickel sulfate. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2021: no new clinical information, update to imdrf/FDA codes only based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('severe abdominal pain') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (extremely painful sexual intercourse)"), pollakiuria ("pollakiuria"), endometriosis ("bilateral endometriomas"), allergy to metals ("allergy to nickel sulfate"), headache ("headaches"), pelvic pain ("pelvic pain"), arthralgia ("joint pain") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced renal colic ("renal colic"), urinary tract infection ("recurring urinary tract infections"), abdominal pain lower ("pain in hypogastrium") and back pain ("low back pain"). The patient was treated with dexketoprofen, paracetamol and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, dyspareunia, pollakiuria, endometriosis, allergy to metals, headache, renal colic, urinary tract infection, abdominal pain lower, pelvic pain, arthralgia, vulvovaginal pain and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, back pain, dyspareunia, endometriosis, headache, pelvic pain, pollakiuria, renal colic, urinary tract infection and vulvovaginal pain to be related to essure. The reporter commented: the abdominal pain started during the weeks immediately following essure insertion. The strong abdominal pains radiated to the hypogastrium and iliac fossa. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2019: allergic to nickel sulfate. Amendment: the report was amended for the following reason: event term "pain in suprapubic region" was amended to "pain in hypogastrium". No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('severe abdominal pain') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (extremely painful sexual intercourse)"), pollakiuria ("pollakiuria"), endometriosis ("bilateral endometriomas"), allergy to metals ("allergy to nickel sulfate"), headache ("headaches"), pelvic pain ("pelvic pain"), arthralgia ("joint pain") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced renal colic ("renal colic"), urinary tract infection ("recurring urinary tract infections"), abdominal pain lower ("pain in hypogastrium") and back pain ("low back pain"). The patient was treated with dexketoprofen, paracetamol and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, dyspareunia, pollakiuria, endometriosis, allergy to metals, headache, renal colic, urinary tract infection, abdominal pain lower, pelvic pain, arthralgia, vulvovaginal pain and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, back pain, dyspareunia, endometriosis, headache, pelvic pain, pollakiuria, renal colic, urinary tract infection and vulvovaginal pain to be related to essure. The reporter commented: the abdominal pain started during the weeks immediately following essure insertion. Chronic pain was not relieved by taking analgesics for almost 9 years. The strong abdominal pains radiated to the hypogastrium and iliac fossa. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2019: allergic to nickel sulfate. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('severe abdominal pain') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (extremely painful sexual intercourse)"), pollakiuria ("pollakiuria"), endometriosis ("bilateral endometriomas"), allergy to metals ("allergy to nickel sulfate"), headache ("headaches"), pelvic pain ("pelvic pain"), arthralgia ("joint pain") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced renal colic ("renal colic"), urinary tract infection ("recurring urinary tract infections"), suprapubic pain ("pain in suprapubic region") and back pain ("low back pain"). The patient was treated with dexketoprofen, paracetamol and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, dyspareunia, pollakiuria, endometriosis, allergy to metals, headache, renal colic, urinary tract infection, suprapubic pain, pelvic pain, arthralgia, vulvovaginal pain and back pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, dyspareunia, endometriosis, headache, pelvic pain, pollakiuria, renal colic, suprapubic pain, urinary tract infection and vulvovaginal pain to be related to essure. The reporter commented: the abdominal pain started during the weeks immediately following essure insertion. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test in (B)(6) 2019: allergic to nickel sulfate. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.